Event description:
The initial reporter stated that the pump did not alarm no flow out as expected. They stated the pump failed to alarm. Mmd did follow up with the initial reporter who stated that they had no further information about the complaint. They reported that the patient had no adverse effects due to the complaint. [Complaint: (B)(4)].

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump did not alarm no flow out as expected. They stated the pump failed to alarm. Mmd did follow up with the initial reporter who stated that they had no further information about the complaint. They reported that the patient had no adverse effects due to the complaint. (B)(4).